Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the jaws of the vessel sealer extend instrument did not open or close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The vessel sealer extend instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations replicated and confirmed the reported issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument wrist moved intuitively with full range of motion, but the grips failed to open and had imprecise motion the instrument was not fully functional and did not follow the mtm commands smoothly. The root cause is related to the grip ring. Additional observation(s) related to customer reported complaint that the instrument was found to have a grip ring dislodged. This failure likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Root cause attributed to manufacturing. The instrument was found to have a grip ring screw loose. The grip ring screw was not tightened and rotated easily without effort. As a result of the grip ring screw being loose the grip ring was dislodged. Root cause attributed to manufacturing. A review of the instrument log for the vessel sealer extend instrument (480422-01/l92220417) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: failure analysis confirmed the vessel sealer extend instrument has a broken grip ring. Medical intervention may be required in the event that the vessel sealer extend fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.